Event description:
Device worked intermittently. Hand controller worked at the beginning of a case - stopped during the case then started working, then stopped again. Put a new one in and worked fine. Tried the same hand controller at the end of the day and it worked again.